Event description:
The end user was using a four wheel walker, when one of the arms/legs sheared off. The pt fell and broke her hip.

Manufacturer narrative:
Sunrise attempted to have the device returned for eval, but the user refused. There is an attempt to get photos for eval, but there has been no response. If the device or photos are returned, an investigation will be performed and follow-up info will be submitted.